Event description:
Pt was running on crrt, machine alarmed with system failure 601. Called nxstage, was advised to turn off cycler, did that, machine should have rebooted then could have returned blood. It rebooted but then showed a windows failure. Blood was manually returned, machine switched out and restarted. Ce evaluated the device and scheduled the vendor on site for repair.